Event description:
It was reported that the tubing of a colleague solution set was broken. This was found when the device was removed from its packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received for evaluation. During visual inspection cuts were observed in the tubing of the device. The reported problem was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.